Manufacturer narrative:
The reported event that impactor head was alleged of breakage during surgery could be confirmed, since the device was returned for inspection and matches with alleged failure mode. Visual inspection of the returned device was done. Based on investigation, the root cause could most likely be attributed to a user related issue. The failure was caused by repeated impacts and resulting damage to the instrument. The head of the impactor shows signs of multiple use. This instrument works in aggressive conditions due to taking repeated strokes and hits with a hammer. Thus, the impactor head broke due to exposure to multiple strokes. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be reopened.

Event description:
A piece of the product broke off during surgery. The patient was not injured by this.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
A piece of the product broke off during surgery. The patient was not injured by this.